Event description:
It was reported that the there was a label defect in the male external catheter, the smallest notes. Indicates spirit model 1 25mm bt30 penien case while it was the 32mm model.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 box received with 30 closed samples. Two labels on side of packaging. Although an exact root cause could not be determined a potential root cause could be: lack of line clearance; operator error. The product was not used for patient diagnostic or treatment. The product was influenced by the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the there was a label defect in the male external catheter. The smallest notes indicate, spirit model 1 25mm bt30 penien case (25mm model) while it was the 32mm model.